Event description:
A hospital reported that the float in the mr290 humidification chamber was stuck and water filled the chamber and the circuit.

Manufacturer narrative:
Method: the device was not available for evaluation. Investigation was conducted based on the event description and previous investigations on similar complaints. Results: this is the only complaint of this nature for the given lot number. Based on similar complaints received previously, the device most likely sustained impact due to being dropped, prior to use. Conclusions: the malfunction reported was most likely related to user handling. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicated the correct water level, and advises the users to replace the chamber should the water exceed the limit line.